Event description:
Healthcare professional additionally reported "probable infection" and "purulent type, thickened milky fluid expressed from the right breast prepectoral space." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation, cloudy in the gel and the weight the device within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "rupture and a capsular contracture, baker grade iii". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. A review of the device history record/further investigation has been completed for infection late onset. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "capsular contracture," baker grade iii. Healthcare professional additionally reported "probable infection" and "purulent type, thickened milky fluid expressed from the right breast prefectorial space." Device has been explanted.